Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. No anomalies were found. The analyst noted the balloon inflated and deflated without anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to deflate the balloon of the catheter. After multiple attempts the physician inflated the balloon more and was eventually able to deflate the balloon. The catheter was removed. No patient complications have been reported as a result of this event.